Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head presented no image on the screen. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide a correction as well as additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the image problem was due to a faulty cable connector. However, a definitive root cause could not be established. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the camera head presented no image on the screen. There was no report of patient harm or user injury associated with this event.